Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty was unable to be confirmed as the stent was already fully deployed from the delivery system. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the supera delivery system was entrapped or restricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing full deployment; however, this could not be confirmed. The tip separation likely occurred as the partially deployed stent was being withdrawn into the introducer sheath causing the tip to separate due to the reduced clearance space. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was an antegrade procedure to treat the 6.2 mm, calcified superficial femoral artery (sfa). Atherectomy was not used. After percutaneous transluminal angioplasty (pta) with a 6 mm balloon to 16atm for 2 minutes, a 6.5x120 mm supera self expanding stent (ses) was attempted to be deployed. A short 6fr sheath was used. The introducer sheath was a few centimeters from the proximal end of the stent during the deployment attempt. The stent remained stuck in the delivery system even after removing the second lock and full forward thumb slide. It was then decided to remove the supera and the 6fr sheath and during removal, the nose cone broke off inside the sheath. After removal, a 7fr sheath was placed and a new supera ses was implanted successfully. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.